Event description:
It was reported that the patient experiencing discomfort presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for supraventricular tachycardia (svt). Programming changes were performed to resolve the issue. The patient was in stable condition.